Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, the cable connecting the dn and ECG electrodes c and d was pulled from the dn and was missing, and the front te was missing. The cause of the inability to complete testing is the damaged cables and wires. The root cause of the damaged cables and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it was unable to complete testing.